Manufacturer narrative:
Submit date: 10/25/2016. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample was returned for analysis and investigation. The sample consisted of one uvc catheter attached to a syringe with an unknown substance and forceps attached to the catheter body. The sample was received inside a generic plastic bag. The sample was received with signs of use; dry blood was observed inside the catheter. Visual inspection was performed and it revealed a crack just below the strain relief. The substance from the syringe leaks from this crack. Through visual evaluation it was observed that the catheter had a cut in the tubing wall below the strain relief. Due to the appearance of the catheter received, it is possible that the catheter was damaged by instruments with sharp or rough edges during clinical use, resulting in a catheter leakage. Based on the instructions for use, exercise caution when using sharp instruments near the catheter. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. These causes increase stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the defect found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Based on the available information, it can be concluded that the product was manufactured according to specifications and the device functioned as intended for an undetermined amount of time; therefore the most probable root cause is that the product was damaged during use. A qseas session was performed and no further corrective or preventive actions are required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 06/30/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that the catheter cracked near the hub if flushed and they had to replace the catheter. The customer stated that there was no patient harm.